Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) of 2013, the pump and catheter were removed due to infection. It was later reported that the pump was delivering morphine. The patient was implanted with a new device system in (B)(6) of 2014 and the patient was doing well. Additional information has been requested, but it was not available as of the date of this report.